Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was not detected on bus. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station with drawer failure and not communicating. A field service engineer (fse) found that the network cable had a small cut. The fse replaced the cable, and the unit began communicating, but the drawers were still not recognized. The fse the contacted the technical support specialist to resolve the issue with the drawer not being recognized. The tss unable to dialed into the station due to an rss issue and then confirmed that the station was rebooted to resolve it. The system functioned as intended after field service engineer repaired the device.